Event description:
It was reported that the trained physician in the use of the starclose device, attempted arteriotomy closure after a diagnostic procedure. The vessel locator button popped up after pushing the thumb advancer. Attempts were made to advance but the vessel locator button, however; continued to pop up. The physician was able to complete the thumb advancer stroke and complete the arteriotomy closure. Hemostasis was achieved with 1st device. No patient injury reported.

Manufacturer narrative:
The results of the investigation did not yield any manufacturing or component defect. No malfunction was detected. Review of the device history record for this lot did not produce any findings that attribute to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.